Event description:
Reportedly, this dependant patient was followed in november (prior to notification) and the remaining longevity was more that one year. For safety reason, the physician scheduled a device replacement in (B)(6) 2014. The device was interrogated on (B)(6) 2014 and the recommended replacement time (rrt) was reached. The device was explanted on (B)(6) 2014 and will be returned for analysis. It was reported also that the settings were as following: voltage at 3.5 v and 100% pacing which explains that the rrt was reached.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, this dependant patient was followed in (B)(6) (prior to notification) and the remaining longevity was more that one year. For safety reason, the physician scheduled a device replacement in (B)(6) 2014. The device was interrogated on (B)(6) 2014 and the recommended replacement time (rrt) was reached. The device was explanted on (B)(6) 2014 and will be returned for analysis. It was reported also that the settings were as following: voltage at 3.5 v and 100% pacing which explains that the rrt was reached.

Event description:
Reportedly, this dependant patient was followed in (B)(6) (prior to notification) and the remaining longevity was more that one year. For safety reason, the physician scheduled a device replacement in (B)(6) 2014. The device was interrogated on (B)(6) 2014 and the recommended replacement time (rrt) was reached. The device was explanted on (B)(6) 2014 and will be returned for analysis. It was reported also that the settings were as following: voltage at 3.5 v and 100% pacing which explains that the rrt was reached.